Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# vaiubbpoo3 serial# implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead product ID 977c165 lot# vaiubbpoo3 serial# implanted: (B)(6) 2019, explanted: (B)(6) 2019 , product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were able to initially capture the target area but after 4-5 days, the stimulation was present only in the groin and prefers the paresthesia stimulation. Initially, they were implanted at t10-11 but following check x-ray, it was felt that the lead had moved and so a month later the lead was revised. They have tried a multitude of modalities including sending the patient home with 3 programs so that when the 1st one stop working, they could swap to the next program but once the 1st program stops working none of the other programs were effective either. They initially asked them to have a break of 24-48 hours between programs which they then lengthened to a week's break. The patient was switched off for 3 months. Lastly, they tried with high density (hd) programs giving them a month to see if they had any impact. The hd programs need them to recharge on a daily basis. Relevant medical history included complex regional pain syndrome (crps) of right foot following a crush injury at work. Also had a scoliotic thoracolumbar spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s stimulation kept moving. Programmed following successful implantation recently but over a few weeks the stimulation moved slowly up their legs and out of their foot, they reprogrammed lower on the lead and it was good again, but then did it again, so they changed it again and the same happened. It was noted that when going back to the original program and it was good again. No further complications were reported or anticipated.